Event description:
It was reported that the thermodilution catheter was tested prior to use. The md inserted the catheter through a 7 fr sheath that was inserted into the patient's right femoral vein. The catheter was in place and the pressure began to dampen and as a result, the md removed the catheter. Another ai-07167 was inserted in the same insertion site through the same sheath without incident. There was a "few minutes" of delay in treatment due to retrieving another ai-07167, pretesting it and inserting it into the patient. There were no patient complications or injury. The outcome of the patient is listed as "fine." After the successful insertion, the md tested the ai-07167 that he removed and found a "slow leak" in the balloon.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.